Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case clip broke causing the pump to fall and tug on the infusion set. The customer reported elevated blood glucose but a value was not provided.